Manufacturer narrative:
User stopped communicating. No further follow up with the user was possible. Pain at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user complaints of having muscle pain at the insertion site and would like to get the sensor removed.